Event description:
Additional information received reported there were no further reports of skipping sensation.

Event description:
Additional information received on (B)(6) 2012 reported that the patient experienced an overstimulation sensation and intermittent stimulation in "all positions." The manufacturing representative stated that this occurrence only affected the patient when the adaptive stimulation (as) was enabled. It was further noted that the patient was "fluffy" and "this could have flipped or tilted the internal neurostimulator (ins) and produced a different sensation." It was noted that the patient's upright position was programmed at 5.1 volts, while the laying position was at 4.4 volts. It was further noted that the as program was used 94% of the time, while the non-as was used the remaining 6% of the time. Additional information received on (B)(4) 2012 reported that the patient's stimulation was "skipping" again. It was noted that the patient now felt intermittent stimulation on the program without the adaptive stimulation (as) enabled. There was no known accident that attributed to this event. The patient stated that she "was assaulted by a roommate, but this issue was occurring prior to the assault." The manufacturing representative stated that the "patient claimed she should turn off her stimulation for 6 weeks by manufacturer." It was noted that the patient's impedance measurements were normal and were checked about 3 to 4 weeks ago. Additional information received on (B)(4) 2012 reported that the patient had her internal neurostimulator (ins) replaced. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported on (B)(6) 2012 that the patient felt like her implantable neurostimulator (ins) was shutting off and then turning on in a 'painful full force,' independent of her body position and if adaptive stimulation (as) was turned on or off. The patient felt like her ins was 'skipping.' The patient met with a manufacturer representative on (B)(6) 2012 and adjusted the rate of her stimulation; the rate was increased to 60 or 80 but patient felt 'it was too fast;' the rate was decreased to 40 and the patient felt it was 'too slow;' the rate was put back to 50 where it was originally and the patient felt 'good' and 'if it was still occurring she would've felt it since she had the feeling constantly.' Following the meeting, the patient's stimulation felt 'better.' When the patient got home, the patient felt that the 'feeling started again.' The patient first felt this sensation about 5 weeks after her implant date. Impedance values were normal. No cycling was enabled within the patient programming. It was reported on (B)(6) 2012 that the patient felt her stimulation cutting out. Stimulation was 'shutting off and turning back on after about 5 seconds.' During the previous week, the manufacturer representative changed the rate from '50 or 55 to 45' and set up a non-as group. It seemed to work, but the stimulation was still cutting out on the as mode. The patient felt it only cut out on as mode and not when using a non-as group. The patient felt stimulation drop out in all positions and felt it happening 'all the time,' and that she 'can be standing there and it just drops out.' All impedances were normal. Additional information received on (B)(6) 2012 reported that the patient was keeping a diary to be able to give more specifics on when [the stimulation issues] were happening. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient's follow up appointment was the week following this report. As of the date of this report no malfunctions had been seen. A follow-up report will be sent if additional information becomes available.